Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device was evaluated by the ssu technician and the reported event was not able to be reproduced. The device was returned to use following testing. (B)(4).

Event description:
On (B)(6) 2014 at (B)(6) it was reported that during an aortic descending replacement when the rotaflow console (B)(4) and drive (B)(4) was primed an error!! Message was displayed with and a continuous beep and the pump stopped. The unit was switched off and on and worked fine again. Unit was then connected to the patient with a flow of around 3 lpm. After 20 minutes there was a similar alarm again. Unit was switched off and on again by the perfusionist and worked fine again. Then a spare rotaflow system was brought in by another perfusionist. After another 10 minutes, when the alarm occurred for the 3rd time the unit was replaced. The stops of the pumps were solved all times within a minute or shorter so perfusionist confirmed there was no negative development for the patient. (B)(4).